Event description:
Boston scientific received information that this device and another manufacture's right atrial (ra) lead displayed pacing impedances of greater than 3000 ohms and loss of capture. The local boston scientific field representative was expecting to see stored episodes of atrial noise in the device. Boston scientific technical services discussed potential causes for the clinical observations as well as trouble-shooting measures. It was reported that a new lead would likely be implanted. The lead and device continued to remain in service. Recently the patient underwent a routine generator replacement procedure where the device was explanted for normal battery depletion. The device was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.